Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system displayed slightly decreasing shocking impedance measurements. Review of the electrograms by guidant's technical services dept. Noted some under and oversensing. It appeared that some small signals were undersensed which lead to atp therapy that did not convert the patient. Afterward a 31 joule shock was delivered that was reported to have successfully converted the patient. Guidant received additional information from the patient's family that the patient is now brain dead and on a ventilator. The caller also reported that the hospital claimed the ICD did not properly treat the patient.